Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Concomitant products: 5076 implantable pacing lead 2003 (B)(6), 4194 implantable pacing lead 2006 (B)(6), 5076 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.